Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the customer had prefilled cartridges due to a hurricane. The customer's blood glucose level was 213 mg/dl. The customer connected a new infusion set tubing to address the event and insulin delivery was resumed.